Manufacturer narrative:
Angioguard (601814mc/lot no. 71107512) distal protection device was deployed successfully. Precise stent (pc0940rxc/13288313) was implanted and followed by overlapping the second stent (pc0940rxc/13298953). Both stents were deployed at its intended location. There was no stent malfunction reported. After successfully implanting the stents an attempt to remove the angioguard with the capturing sheath was made, however, the capture system containing the filter-basket was caught on one of the implanted stent during its withdrawal. After manipulation, the filter basket was freed and successfully withdrawn, however, the filter basket was torn. Upon retrieval of the angioguard device there was no debris found in the basket. The procedure was completed with a 0% final residual in lesion stenosis. There was no adverse event or neurological deficit during procedure or when patient left the angiography suite. The patient was discharged on aspirin and clopidogrel. The post procedure and 30 day follow-up reported nih stroke scale and rankin stroke scale of 0 without adverse events. The product was not received for analysis. Medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 04991437. This packaging lot contained 109 units, which were shipped from facility in 2007. The history records indicate this product was final inspection tested at facility, and was determined to be acceptable. It is possible that procedural factors related to the capture of the device and vessel and lesion characteristics contributed to the report that the angioguard capture device caught on the stent during removal of the captured filter basket, resulting in damage to the basket. Based on the available information and without the return of the product, no conclusion can be made regarding the event. There is no indication that it is related to the design or manufacture of the device.

Event description:
Report rec'd indicated withdrawal difficulty with the filter basket. In addition, the filter was torn. A female was consented to the study for carotid stenting. The pt has a medical history of hyperlipidemia, clinical copd, history of smoking, previous cea, recurrent stenosis and severe tandem lesions with carotid restenosis. The pre procedure neurological exam reported nih (natl institutes of hlth) stroke scale score of 0 and the rankin stroke scale score of 0. Prior to the index left internal carotid artery in addition the bifurcation and distal left common carotid artery. There was no occlusion in the contralateral carotid. The target lesion diameter stenosis was 90% with lesion length 60.0 mm and reference diameter 5.5.0 mm. The lesion was eccentric and calcification was not documented. The vessel's tortuosity was mild. An arch type-I was present. Thrombus was not seen at the lesion site and pre-dilatation was performed.